Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 5.5mm to occlude the vessel. The physician also inserted a guidewire into the patient to be used with the occlusion balloon. The physician was attempting to remove the guidewire from the patient and noticed on the fluoroscope that the occlusion balloon had deflated unexpectedly. The device was removed and the patient is reported to be fine.